Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed the implantable cardiac monitor (icm) had over-sensed t-waves on tachycardia episodes. Programming changes were recommended and the patient will be continued to be monitored. The patient was stable.